Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 were unable to inject during use. The following was reported by the initial reporter: "it was reported that when injecting they are super "jerky" and don't allow control of dosing. It was also reported several needles have bent and the caps are nearly impossible to remove. Verbatim: from phone call on 2021-01-21 16:39:29: reached to person who reported issue and explained, the consumer needed to call bd directly. Cl information from email copied and pasted below: email received¿2021-01-18 17:06:56 we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Reported issue: "when injecting they are super "jerky" and don't allow me to control my doses which to me is a safety issue. Several needles have been bent and the caps are nearly impossible to remove. They're totally defective in my mind.""

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 were unable to inject during use. The following was reported by the initial reporter: "it was reported that when injecting they are super "jerky" and don't allow control of dosing. It was also reported several needles have bent and the caps are nearly impossible to remove. Verbatim: from phone call on 2021-01-21 16:39:29: reached to person who reported issue and explained, the consumer needed to call bd directly. Information from email copied and pasted below: email received (B)(6) 2021 17:06:56. We have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Reported issue: "when injecting they are super "jerky" and don't allow me to control my doses which to me is a safety issue. Several needles have been bent and the caps are nearly impossible to remove. They're totally defective in my mind."